Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was reported to be 10.2 mmol/l. The customer was calling after receiving a new battery cap. The customer stated that the display was not blank for less than thirty seconds and did not return. The customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.